Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description the device alarmed with tf5507 and the mixer valves will not calibrate. No patient involved.

Manufacturer narrative:
Investigation outcome. The device alarmed with tf5507,. It was also noted that mixer valve calibration could not be completed. Logfile review confirmed the occurrence of tf5507 , along with associated ventilation instability alarms (e.g., low tidal volume, disconnection, and pressure alarms) indicating impaired gas delivery . No patient was involved. The inability to calibrate the mixer valves supports a hardware-related malfunction of the mixing valve assembly. Correction involved sending replacement mixing valves . Based on the available information, the mixing valve assembly is considered the most probable root cause. The manufacturer has not received any additional information or confirmation regarding whether the replacement resolved the issue. The case is considered as closed.